Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) indicating there were no previous high impedances reported. The fall did not show any bad impedance reading. The rep noted that the patient two ins's and three leads both located in the chest and almost touching each other. It was reported that the patient was recording charging readings over the next week and meeting in the doctor's office again on thursday. The doctor suggested that the batteries could be interfering with each other while charging. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller also stated that one device is in the armpit of the patient and the other device was closer to the center of the chest. Caller stated however that the batteries were "basically touching each other." There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had a fall. There was a change in therapy noted from the fall, and it was considered sudden. Troubleshooting/interventions were already performed. Caller stated the neurologist had run impedances already. It was reviewed the caller should compare impedances against what impedances were when therapy was better. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the two batteries are touching each other starting with the left chest and the next one is right next to it, which moves closer to the direction of the implant.